Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue, it has been isolated to the user interface printed circuit board (ui pcb), and remedial actions efforts have been taken. Complaint trends will continue to be monitored. The lot/serial number was not provided by the customer. Therefore, a device manufacturing date is not available.

Event description:
It was reported that a pulse oximeter's display was missing segments. The unit had been used at a patient's home. Additionally, it was reported that there was not patient harm and the reporter is unaware of which segments were missing.